Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set fell off during use on 6-jun-2024. The infusion set was in use for 24 hours. The blood glucose level at the time of event was 180 mg/dl and patient resolved the event by replacing infusion set and resumed insulin successfully. No further information available.